Event description:
The patient contacted lfs (B)(4) alleging inaccurate readings on their lfs meter. The patient mentioned that they obtained a blood glucose reading of 247 mg/dl, 147 mg/dl and 142 mg/dl within 20 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the reported issue. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The complaint is being reported since the results are greater than 20% or 20 mg/dl.

Manufacturer narrative:
510 (k) k110637.